Event description:
It was reported that the insulin pump alarmed motor error after it had gone through a magnetic resonance imaging machine. The blood glucose reading was 259 mg/dl. No other significant events leading to the alarm were observed. Advised replacement of the insulin pump. The customer advised that the hospital visit had been unrelated to diabetes. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. The insulin pump has cracked reservoir tube lip.